Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precise syringe luer-lok tip had foreign matter in the syringe barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: one actual sample returned without package for investigation. Observed foreign matter is a solid piece inside the syringe barrel. The solid piece foreign matter likely from the broken plunger thumb. Hence, we confirmed the customer experience. Probable cause could be happened at assembly station (khale machine), where found that the side guide at plunger infeed dial was misaligned and hitting the plunger during feeding into the main assembly dial which resulted in broken plunger. The broken pieces of the plunger would fall into the subsequent syringe barrel process before assembled plunger and stopper. During DHR review no quality notification was raised in the past 12 months for a similar non-conformance.

Event description:
It was reported that bd precise syringe luer-lok¿ tip had foreign matter in the syringe barrel. No serious injury or medical intervention was reported.